Event description:
It was reported there is no sound on the monitor, no ringing with the console. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
It was reported there is no sound on the monitor, no ringing with the console. The device was in clinical use at the time of the event, no adverse event or patient harm was reported. A philips remote service engineer (rse) spoke to the customer and confirmed the no sound issue as reported. The rse determined that configuration changes were needed. The rse followed-up with the biomed who informed the rse the issue has been resolved. The device remains at the customer site.